Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, the reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with cracked case at display window corners, lcd window and battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack on reservoir compartment. The customer stated dropper her pump many times. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.